Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in a retracted position. Visual inspection found tissue entwined in the helix. Subsequent electrical and mechanical testing did not identify any product abnormalities that may have caused or contributed to the reported clinical observations. The tissue entwined in the helix was likely the cause of the helix mechanism difficulty noted during the implant procedure. Laboratory analysis was unable to conclusively determine the root cause of the other observations.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the implant procedure the helix mechanism on the right ventricular (rv) lead did not extend easily, but the rv lead was successfully positioned with appropriate measurements. Six days later, the patient reported diaphragm stimulation and an x-ray confirmed the rv lead resulted in a perforation and there was no capture at 5 volts. During the revision procedure, the helix of the rv lead did not retract after thirty rotations. The rv lead was pulled back and showed tissue in the helix. As a result, the rv lead was explanted and replaced. No additional adverse patient effects were reported.